Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to power-on reset as a result of low battery voltage. The device performed numerous high voltage charges for high voltage therapy. The cause of backup operation was consistent with low battery voltage resulting from numerous high voltage charges. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, and pacing output functions of the device were tested and found to be normal.

Event description:
It was reported that a patient presented to clinic for follow up. The implantable cardioverter defibrillator (ICD) was unable to be interrogated. It was noted that there was inappropriate therapy and premature battery depletion. The physician elected to explant and replace the ICD. The patient condition was stable.